Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that the patient went to charge the ins and they saw the call your doctor screen with por (power on reset) message. Therapy stopped due to por. Por not related to over discharge. The patient has not had medical test or emi environment exposure. Product service specialist (pss) reviewed steps to clear por with the patient programmer. Por was successfully cleared, patient turned therapy back on. Therapy resumed at last programmer parameters. Patient indicated that therapy was adequate. No further patient symptoms or complications were reported in this event. Patient also mentioned that three years ago they were hospitalized and placed in the ICU after falling backwards at work and getting a traumatic brain injury. Patient confirmed pss this was unrelated to his implant system/ therapy.